Event description:
It was reported that a patient was wearing a pod for 36 to 48 hours on their arm and they started having pain on the second day and then it was swelling and there was a bump and very hot to the touch. On the 5th day it was still swelling and hot to the touch. The patient went to the doctor and was prescribed cefuroxime 50mg tablets and took twice a day for 7 days.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the skin irritation. Lot release records were reviewed and the product lot met all acceptance criteria. The omnipod is iso10993 compliant, undergoing cytotoxicity, sensitization, genotoxicity, hemolysis, irritation or intracutaneous reactivity, systemic toxicity, and implantation effects testing. The omnipod is sterilized with 100% ethylene oxide gas with a sterility assurance level of 10-6  per iso11135  and eo residual levels in compliance with iso10993. Each lot  is confirmed to meet requirements for non-pyrogenicity per iso10993 and sterility per iso11135 prior to release.